Event description:
On (B)(6) 2010, the nurse reported that on an unreported date, the patient had poor technique. On (B)(6) 2010, the patient experienced bacterial peritonitis, not requiring hospitalization. On an unreported date, treatment began with ancef. The outcome of the event of bacterial peritonitis with culture positive for (B)(6) was resolved on an unreported date. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome of the event of poor technique was unknown. The root cause of the bacterial peritonitis was poor technique. Pd therapy was ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4).a batch review was performed for potentially associated lots for the mini-cap ((B)(4)) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The advocate stated the customer received a blood glucose reading of 68 mg/dl from her contour meter and a reading of 227 mg/dl from her breeze2 meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.